Event description:
During a premature ventricular contraction, the catheter's handle was leaking during ablation and the generator displayed a high temperature error message. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported leak and ¿ee¿ error were not able to be confirmed. The tubing was able to be primed and underwent flow testing with no error messages or other functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak and error message remains unknown.